Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a crack at the top of battery compartment was observed. The threads inside the battery compartment were observed to be stripped. A battery cap was not returned with the pump. The pump was powered up with a test battery cap during the investigation.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter stated that there was a crack near the battery compartment. The reporter stated that the battery cap had not been changed according to the every six month recommendation in the user guide. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.